Manufacturer narrative:
The device was lost in transit and could not be located. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device lost in transit.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During preparation for the procedure, upon removal from the packaging, the catheter was found damaged and was not used. The procedure continued using a new catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.